Event description:
It was reported that my patient is concerned. She may be having an allergic reaction to the metal used in a surgical clip.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained from the dermatologist: "patient complained of chronic pain at site of clip in breast following a surgical biopsy. There are very rare reports of metal allergy causing systemic symptoms (pain, fever, hypertension, tachycardia). Testing to all available metals in our stock, including titanium, were negative for a type IV hypersensitivity reaction (allergic contact dermatitis) and testing to nickel, chromate, cobalt and titanium were negative for a type I hypersensitivity reaction (urticaria). The patient did not receive any medical treatment. Patient and surgeon are considering removing the clip."

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.